Manufacturer narrative:
The third-party service technician verified the reported issue and after replacing the therapy connector and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A third party service agent contacted stryker to report that the customer's device had a broken therapy connector. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.